Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up with their right ventricular lead exhibiting loss of capture and r-wave variation. No intervention was performed and the patient was stable.

Event description:
New information received noted the right ventricular lead exhibited continued loss of capture and decreased r-waves. Programming changes were made. The patient was stable.